Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found one grip close cable broken at the distal idlers. The idler pulley spun freely and did not exhibit damage. The cable segment stuck out at the instrument's wrist. Other cables at the wrist were not damaged. No other damage was found.

Event description:
It was reported that in central processing, a wire separated on the mega suturecut needle driver instrument. Nothing reportedly fell into a patient and no patient harm, adverse outcome or injury was reported.